Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and changed the pump supplies to address the issue. Customer's blood glucose level was 353 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would change the pump supplies to address the issues. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.